Event description:
It was reported that the left ventricular (lv) lead had chronically high threshold. It was further reported that at the lv lead revision the physician noted that the right atrial lead had an abrasion on the outer insulation. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analysis found that the outer insulation was breached with metal ion oxidation. The outer insulation also had cosmetic environmental stress cracking and a cosmetic depression. The distal conductor had blood/body fluid (not obstructed) and the lead was stretched. (B)(4). The partial lead was returned in segments and no anomalies were found. However, the proximal conductor had blood/body fluid (not obstructed). The outer insulation was melted, was breached cut, has a white substance on it and had a cosmetic depression. There was blood in/on the helix/lobe mechanism, the lead was stretched and visual analysis noted apparent explant damage.